Event description:
The rptr performed back to back blood glucose tests with results of 200 and 345 mg/dl. The tests were done using separate fingersticks. Rptr did not have any not have any symptoms. No control solution was available for testing. No further details were provided.